Event description:
It was reported that the patient presented for a device exchange procedure. Interrogation prior to procedure revealed that the right atrial lead exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.